Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale numbers were found "twisted" around the tube prior to use. The following information was provided by the initial reporter: "went to go use 3 ml syringe to draw up heparin and discovered (as I was drawing the med. Into the syringe) that the numbers (scale) on the syringe were twisted around the tube therefore difficult to read. I had to discard the medication and syringe and get another syringe and new medication bottle."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale numbers were found "twisted" around the tube prior to use. The following information was provided by the initial reporter: "went to go use 3 ml syringe to draw up heparin and discovered (as I was drawing the med. Into the syringe) that the numbers (scale) on the syringe were twisted around the tube therefore difficult to read. I had to discard the medication and syringe and get another syringe and new medication bottle."